Event description:
It was reported that the ilet device touchscreen was cracked, rendering the housing no longer watertight and necessitating replacement of the unit. Symptoms included none reported. Outcomes included device replacement and user education on management, data syncing, and return instructions. Investigation included case intake, verification of delivery address, and provision of device handling guidance regarding loss of water resistance. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage, with compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or user handling.